Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the hemopro device remained activated. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The hemopro device was returned to the factory for evaluation. It showed signs of clinical usage. There was no evidence of blood on the device. The jaw boots displayed evidence of heat related damage consistent with activation of the device with the jaws in direct contact. The heater wire was bent and detached from the tip of the hot jaw. A pre-cautery test was performed on the device with a reference power supply and extension cable; the device did not pass the pre-cautery test as it self-activated. The handle of the device was opened to verify connections; under magnification. Contamination that is consistent with solder flux was observed on the switch body and the actuator of the micro switch. The contamination caused the micro switch actuator to remain in the "on" position. Based upon the evaluation results, the reported complaint was confirmed for device self-activation . This failure mode remains under investigation. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).